Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
During the surgical procedure, the surgeon (B)(6) implants the 10 ° tilted sphere, the medical device is correctly positioned on the base plate. When the surgeon was finishing screwing the glenoid sphere to the base plate with the 3.5mm hexagonal screwdriver (reference mwb991, lot 19b815) the tip of the screwdriver broke, leaving the fragment within the hexagon of the glenoid sphere screw. The surgeon tried for 15 minutes to remove the fractured tip of the screwdriver from the glenoid sphere without success. Surgeon (B)(6), observing that this fragment remained fixed and cannot be removed, decides to leave it within the hexagon of the glenoid sphere. The surgery ends without further serious events and the patient does not present serious problems or impacts.